Event description:
Additional information received from the patient reported they had a consult with a physician on (B)(6). They would be returning on (B)(6) to meet with the manufacturer's representative (rep) and to schedule a replacement. When the patient was asked what circumstances led to the loss of stimulation they stated the device was over seven years old-pain increased. When asked what steps were taken to resolve the loss of stimulation the patient stated the programmer battery was replaced and the patient's settings were increased to the maximum level. According to the patient the loss of stimulation had been resolved for now.

Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0406329v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 389033, lot# j0405915v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient reported loss of stimulation, intermittent stimulation, a loss of therapy, and return of symptoms. The patient started noticing her leg was hurting. She was unable to increase stimulation. The patient thought the implantable neurostimulator (ins) was about depleted. The patient had the implant since 2008. The intermittent stimulation started yesterday. The patient's relevant medical history includes chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.